Event description:
In 2001 the end-user called minmed, USA and stated that adhesive portion coming off cannula housing. In june 2001 maersk medical received the complaint and 2 used and 2 unused infusion sets. The near-incident took place in USA.